Manufacturer narrative:
(B)(4). If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had an unresolved "transducer fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was exhalation flow transducer failed. It was determined to be the manufacturing process deficiency.